Manufacturer narrative:
As reported, after performing a diagnostic heart cath, the doctor inserted a 5f mynxgrip vascular closure device (vcd) through a non-cordis sheath; once inserted, the tech attempted to inflate the mynx balloon, however it would not hold pressure and kept deflating. There were no reported patient injuries. The doctor removed the mynx grip 5f and used a new mynx grip 5f to successfully achieve hemostasis. There was no balloon leakage detected when prepping the device. The patient recovered from the procedure. The device was stored in a climate control area in the cath lab storeroom, in the product box per the instructions for use (IFU). The device was stored for a couple of weeks. The device was stored, handled and prepped per the IFU. There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for a diagnostic coronary procedure. The procedure used a retrograde approach. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. There was no presence of peripheral vascular disease/ calcium in the vicinity of the puncture site. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5 mm from the balloon proximal neck. A product history record (phr) review of lot f1915402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (although it was reported that there was no presence of peripheral vascular disease/ calcium in the vicinity of the puncture site) and/or the condition of the procedural sheath (although not returned and reported not to have any damage at the distal end) most likely contributed to the reported event since a calcified vessel and/or a frayed distal tip of the sheath can cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after performing a diagnostic heart cath, the doctor inserted a mynx grip 5f vascular closure device through a non-cordis sheath; once inserted, the tech attempted to inflate the mynx balloon, however it would not hold pressure and kept deflating. There were no reported patient injuries. The doctor removed the mynx grip 5f and used a new mynx grip 5f to successfully achieve hemostasis. There was no balloon leakage detected when prepping the device. The patient recovered from the procedure. The device was stored in a climate control area in the cath lab storeroom, in the product box per the instructions for use (IFU). The device was stored for a couple of weeks. The device was stored, handled and prepped per the IFU. There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for a diagnostic coronary procedure. The procedure used a retrograde approach. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. There was no presence of peripheral vascular disease/ calcium in the vicinity of the puncture site.